Event description:
It was reported that the patient's right knee was revised due to subsidence of the tibial baseplate and pcl issues. Femoral component, insert, and baseplate were revised.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. Not returned.